Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a procedure to close a wound along the upper lip, and the left side of the nostril and a topical adhesive was utilized. It was reported by the customer that the doctor was applying the adhesive onto the upper lip and left side nostril and a small drop of the adhesive came out the vial. Second adhesive vial was utilized and only a small amount of fluid came out of the second vial. A third adhesive vial was used to complete the wound closure with no consequence to the patient. Two vials will be returned by the customer. No additional information was provided.